Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). The product analysis determined ¿the elevator is broken next to the tig welding area. There is no missing fragment.¿ results: fracture problem. (B)(4).

Event description:
It was reported that the device broke during surgery. There was no reported impact to the patient.